Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to exsanguination. Additional information later received stated that details leading up to the patient¿s death would not be provided; however, there was some report of a major vessel that essentially fell apart and despite placing the patient back on bypass several times, the bleeding could not be stopped. An autopsy was not performed and information regarding whether the outcome was device or therapy related was not provided; however, the device had reportedly operated as intended. It was also reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hm3 lvas instructions for use (IFU) document lists potential adverse events including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was exsanguination. An autopsy was not performed.